Event description:
In (B)(6) 2010, pt was implanted with a prodisc-c. Post-op, pt experienced pain and developed an infection. Pt underwent revision surgery on (B)(6) 2011 during which it was observed that there was bridging bone over the implant and confirmation of an infection. Surgeon removed the prodisc-c and implanted a competitive product.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
The raw material and device history records were reviewed and no discrepancies were found. The inlay from the field cannot be dimensionally verified due to the fact that it has to be severely deformed during the explantation procedure in order to remove the implant from the patient. The features that could be measured were found to be within specification. The majority of the implants' machined dimensions cannot be checked due to the plasma coating. Osteophytes are a natural occurrence during the degeneration of the spine. If the patient was showing signs of advanced degeneration at the time of implantation, then it would have been more likely for bone spurs to occur. Also, too much or aggressive bone remodeling would have provided a good bloody pathway to promote bone growth at the implant site. If severe remodeling was required, that may have been a sign that degeneration was a factor. With the information in this complaint, it is unclear what may have caused the infection or the bridging bone. The design risk assessment was reviewed and was found to be adequate for the intended use.

Manufacturer narrative:
Hss evaluated the device. Results are consistent with and do not impact previously reported investigations. The posterior aspect of the inferior surface of the endplate shows minor burnishing and severe surface deformation of the rim and the superior surface of the inferior endplate shows burnishing along with removal of the titanium coating. Posterior deformation on the articular surface of the rim is consistent with impingement of the inferior endplate. The articular surface of the superior endplate shows scratching and micropitting across the entire surface. These features may originate from handing and/or normal wear as these markings are consistent with those commonly observed in metal on polyethylene articulations in all total joint replacements. The superior endplate also shows minor removal of titanium plasma coating. The polyethylene inlay was received detached from the inferior endplate and was in two pieces. The inlay shows severe deformation.